Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. The pump remains in use supporting the patient. A direct correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists pump pocket infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient experienced a bacterial pump pocket infection with leukocytosis but had not developed sepsis. At the time of the event, the patient's white blood cell count was 154,000/mm^3, temperature was 99 degrees f, heart rate was 110 bpm, and respiratory rate was 17 breaths/min. The patient underwent an unspecified surgical procedure with prolonged hospitalization. The patient was started on vancomycin for 9 days. On (B)(6) 2015, the infection reportedly resolved and the patient was discharged.